Event description:
It was reported that the patient was transported by the ambulance to the emergency room and was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include the patient having problems with controlling their arms and legs, feeling tingling and was not able to stand on their own. The patient was sent to rehab and was treated food for the low glucose. The patient was discharged on (B)(6) 2026. The patient removed the pod prior to hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient transport by the ambulance to the emergency room, hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by the ambulance to the emergency room and was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include the patient having problems with controlling their arms and legs, feeling tingling and was not able to stand on their own. The patient was sent to rehab and was treated food for the low glucose. The patient was discharged on (B)(6) 2026. The patient removed and disposed the pod prior to hospitalization.

Manufacturer narrative:
Submitting correction supplemental to correct b5 and the type of investigation field within h6.